Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's groin with hemostasis successfully achieved. Approx one week later the pt presented to a general physician with symptoms of claudication. The pt was referred to a vascular surgeon, who performed a bypass operation. The device was found to have been deployed close to the bifrucation, and collagen was found to have been deployed within the vessel. The device was removed and the vessel repaired. As of 5/15/98 there has been no further report of complication or pt sequelae made to the MFR.